Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user on day four of ilet use experienced a low blood glucose event, paused insulin delivery, and self-treated with oral carbohydrates (sweet tea), after which the agent advised resuming insulin and provided education on hypoglycemia treatment. Symptoms included hypoglycemia. Outcomes included resolution of the low without outside assistance or medical intervention. Investigation included customer interview and troubleshooting with education on device behavior during lows and recommended carbohydrate treatment. Investigation of this case revealed no device malfunction and that the event was consistent with early adaptation while the system learns insulin needs, with appropriate correction using oral glucose and automated suspension features. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.